Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire. The catheter was not returned. The guide wire was kinked 16 cm from the proximal end. The wire was also separated at the distal end and the separated fragment was not returned. Approximately 18 mm of wire were missing. Microscopic examination of the broken ends revealed that the core wire was angled which is consistent with breakage under force. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and warns not to withdraw against the needle bevel and not to use excessive force. Since it was reported that the swg kinked while passing the catheter over the spring wire guide causing the catheter to become stuck, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, when passing the catheter over the guide wire, the guide wire kinked and the catheter became stuck. As a result, the physician retired that kit and a new one was opened and successfully used to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.